Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (catalog number enlw1624c124ej, serial number (B)(4), use by date unknown and upn# unknown and catalog number enlw1616c124ej, serial number unknown, use by date unknown and upn# unknown and catalog number enlw1616c93ej, serial number unknown, use by date unknown and upn# unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm x 65 mm abdominal aortic aneurysm. (16-24-124 implanted on the right. 16-16-124 and 16-16-93 implanted on the left) a CT revealed a localized aortic dissection with patent false lumen in the region of the bifurcation of the lsca to the vicinity of the descending aorta. It was unknown whether the dissection developed during an episode of chest pain at home prior to the procedure or whether it occurred due to a wire injury during the procedure. In the course of the outpatient follow up, the false lumen was thrombosed and occluded. A CT revealed aneurysm expansion to 68mm x 85mm in diameter and there was no obvious endoleak observed. Arterial angiography showed no clear indication of either a type I or type iii endoleak but flow from a branch of the left internal iliac artery into the aneurysm via the lumbar artery was visible. Coil embolization was performed from the mid-section. Angiography after the procedure revealed multiple collateral pathways from the left internal iliac to the lumbar artery. A CT revealed that the aneurysm had expanded to 74mm x 86mm and then to 78mm x. A CT revealed that the aneurysm had increased to 76mm x 97mm in diameter and then to 80mm x 100mm in diameter. The patient had abdominal pain and tarry stool and was transported to another facility where an emergency laparotomy was performed. When the abdomen was opened, there was a trace of hemorrhage in the retroperitoneum and a rupture was diagnosed. When the aneurysm was cut open without blockage and thrombus was removed, bleeding was observed. There was a jet flow of bleeding from the stent graft ipsilateral leg and hemostasis was achieved using suture. Banding was applied using vascular tape on the proximal side. The physician diagnosed the rupture to be due to a type IV endoleak. Ileus was observed after the procedure but it gradually abated. The patient was transferred and discharged. A CT revealed accumulation of body fluid between the stent graft and the native aorta. There were no endoleaks observed on the CT and the aneurysm had expanded to 82mm x 100mm in diameter. A CT revealed that the aneurysm had expanded to 87mm x 105mm in diameter. The aneurysm had reached 92mm x 105mm in diameter. The aneurysm measured 95mm x 105mm in diameter. A laparotomy was performed. Clay-like atheromatous hematoma and mixture of atheroma had accumulated inside the aneurysm with a large amount of debris. Blood leakage was observed from two sites on the left side of the stent graft which appeared to be a type iii fabric endoleak. It was reported that the endurant stent graft system was removed. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received: per the physician, the cause of the type iii fabric endoleak was unknown. After explant of the endurant stent graft system, the patient was treated with a bifurcation stent graft replacement. The physician felt that the patient made a full recovery after explant of the endurant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case reported that the physician noted that on the left side there was bending/compression of stent graft at the right/contralateral side. However, there was no information what caused the bending. The patient¿s anatomy is not available. No other clinical sequelae were reported device evaluation summary: from the examination of the returned devices and clinical information provided the cause of the continued aaa expansion could not be determined. The four returned devices were transected into multiple (9) pieces. The returned devices included the bifurcate, which was transected from the level of the flow divider, distally extending to the distal ends of both the ipsi and contralateral limbs and both limb extensions. The proximal portion of the bifurcate, including the entire aortic body and suprarenal stents, were not returned thereby limiting the extent of the evaluation. Two (2) possible abrasion related holes were found on the bifurcate. At the origin of the ipsilateral limb distal to ring 6, a 0.8mm length tear or cut was observed. The cause of the tear could not be determined. A cut suture was seen just distal to this tear; therefore, unable to conclude if this tear may have occurred in-vivo via abrasion (stent or calcification), or possibly occurred during removal of the device at explant. A larger 1.0 mm ID abrasion hole was seen on the anterior of ipsilateral limb between the level of flow divider and gate ring (rings 7 <(><<)>(><(>&<)><(><<)>)> 8), where the physician had previously sewn a suture potentially ¿closing¿ this hole. The cause of this hole appeared likely due to abrasion from the adjacent ring 8 proximal apex. No other stent graft integrity issues were seen with the bifurcate, contra limb, or contra limb extension. A small (0.45mm ID) puncture hole of unknown cause was observed near the distal end of the ipsilateral/left limb extension. It is possible that the reported blood leakage observed from two sites on the left side of the stent graft during explant may have been from one or more of the holes observed on the bifurcate ipsilateral limb, which may have contributed to the aaa expansion. The source of the reported (B)(6) 2016 rupture, when a fabric hole was sutured closed and banding was applied to the proximal seal, may have also been from these holes or due to a marginal proximal seal. It is possible that the source of the aaa expansion may have been from the aortic body of the bifurcate which was not returned for analysis. Films were not available for return; therefore, review of the patient¿s anatomy and assessment of the stent grafts during the implant duration could not be performed. Two (2) returned physician drawings depicting the stent graft in-vivo configuration immediately after implant revealed that the stent graft was implanted with the limbs crossed. The drawings also showed aortic narrowing at the bottom of the neck near the level of the bifurcate flow divider, with stent graft ¿bending¿ noted along the right (contra gate) and posterior side. It is possible that implanting within this narrowed, angulated, and potentially compressed stent graft location may have contributed to the formation of these observed holes which led to the continued aaa expansion. If information is provided in the future, a supplemental report will be issued.